Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was around 240 mg/dl. The customer resumed insulin delivery, customer does have manual injection available for insulin therapy if needed.